Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported: the surgeon was undertaking a t2 nailing procedure and completed the proximal locking without issue. When the surgeon attempted the distal locking, he drilled the holes and the drill was hitting the nail. The screws went in but not easily. When the x-ray was done, the surgeon noticed that the screws were outside the nail, almost as if the hole for the targeter did not correspond with the nail. The surgeon then checked the alignment of the nail and that was ok. The surgeon did not report any issue with the nail or the jig and suggested that this might have been something to do with the nature of the fracture itself. The case was completed without distal locking and the surgeon accepted the outcome of surgery.